Manufacturer narrative:
The astral device was returned to resmed for an investigation. Review of the device data logs confirmed the reported complaint. Based on all available evidence and complaint investigations of a similar nature, an investigation determined that the reported complaint was due to a false activation. The reportable event occurred outside the us. During a routine check of complaints records, it was detected that the event is reportable in the us. This report is being submitted to correct the error. Resmed's risk analysis for this failure mode concludes that the risk is acceptable. Resmed reference#: (B)(4).

Event description:
During resmed evaluation, an astral device displayed an error message (sf131) related to the main blower temperature sensor. There was no patient harm or serious injury reported as a result of this incident.